Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 480 units of insulin; however, it was unknown how much insulin had been delivered by the customer. At the time of the reported event, the customer reloaded the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.